Event description:
Complainant alleged that during biomed testing the device displayed "status 56" and "status 90" messages. Complainant indicated that there was no pt involvement in the reported malfunction.